Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: evaluation on-going .

Event description:
Country of complaint:switzerland customer states that the wound opened after usage of histoacryl automatically. Therefore, the wound has to be stitched with thread and needle. Opening of wound occured approximately 2-3 hours after the usage of histoacryl. Do not have further information.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: samples received: 9 unopened units. Analysis and results: there is one previous complaint of the same reference-batch regarding other issue. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the wound closure strength of the samples received and have not found any significant differences, the result is correct. This test method is a standard test method for determining the comparative wound closure strength of tissue adhesives and covers a means for comparison of wound closure strength of tissue adhesives used to help secure the apposition of soft tissue. Also tested the adhesive strength of the samples received and it fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the histoacryl flexible instructions for use: "closure of minimum-tension skin wounds from clean surgical incisions, thoroughly cleansed, trauma-induced lacerations." "Hold the edges together for approximately 30 seconds after application to allow histoacryl flexible to cure and to prevent displacement of the wound edges." Final conclusion: complaint is not justified. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.